Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported phenomenon was not duplicated. The drpt revealed tan an error related to rebooting occurred. The device's main board was replaced to address the issue. The device passed final testing.